Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The top gripping arm, that actuates, fractured off the device and was not returned. The device was manufactured in 2008 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. It was communicated that the retained pieces were retrieved and no further harm to the patient is being alleged. Therefore, no further clinical assessment is warranted at this time. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
It was reported that during a revision surgery the device broke. No injuries or delays reported. The affected rongeur, used in treatment, was returned and evaluated. A visual inspection previously performed confirmed the stated failure mode. The top gripping arm, that actuates, fractured off the device and was not returned. A review of complaint history did not reveal additional complaints for the listed batch. The device was manufactured in 2008. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. The rongeur is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to unknown reasons. Rongeur broke while being used. No injuries or delays reported. No backup device available. No more information provided yet.